Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) device did not pace the ventricular as a result of a connection issue and infinite impedance was observed. After reconnecting the lead, normal measurement was confirmed through the analyzer. The physician attempted to loosen the setscrew, but the setscrew came out. The setscrew was placed back into the device, but the setscrew could not tightened down the lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.